Manufacturer narrative:
Pump passed the displacement test, self test, sleep current measurement and active current measurement. Detailed trace analysis confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer stated that they were able to clear the alarms. Customer reports notification light stops flashing immediately. The insulin pump will be returned for analysis.